Event description:
A complaint was received from a "group home" that reported when they used excel off brand reagent with the elite system they would have the same value displayed regardless of time, patient etc. While on the phone a review of the system was attempted. The customer did not have the requisite supplies to continue testing. These will be provided. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Items necessary to continue testing were being provided to the customer.